Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was seen that the subject guidewire was returned broken/fractured in two segments (186.5cm from the proximal end and 12cm from the distal end) and distal tip platinum wire was noted to be stretched. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed. The distal fragment was inspected, and the nitinol tubing was broken/fractured with the platinum and core wire exposed. The core wire distal end was observed through the distal tip dome. Functional testing was not required due to the condition of the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis the subject guidewire was returned in two fragments (186.5cm from the proximal end and 12cm from the distal end). The subject guidewire was also seen to be stretched at the distal tip. An assignable cause of procedural factors will be assigned to the as reported and as analyzed code guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as analyzed code guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, subject guidewire was used and during delivery operator felt there was something wrong with the tip of the subject guidewire. On withdrawal, operator confirmed that the distal tip of the subject guidewire was stretched. The procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event. The subject guidewire was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was found to be broken/fractured during use.